Manufacturer narrative:
(B)(4), no iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of unable to refill alarm is not able to be confirmed. According to the event details, the pump passed functional checkout by the distributor after the case. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that an "unable to refill" alarm went off during clinical use with ECMO. After confirming the alarm, the user attempted to press the drive start key but could not. He/she tried to restart the intra-aortic balloon pump (iabp) by nr. Me, but the iabp did not restart. Therefore, the iabp was replaced with a back-up one in the facility. There was no report of patient complications, serious injury or death. The technical engineer of dvx, the distributor, visited to the facility and confirmed operation of the iabp using the simulator set in the eicu equipment room. Leak test, various signal input confirmation, switching operation / drive confirmation, drain / refill operation: all normal operations were confirmed. It was unknown whether the alarm sound was cancelled by pressing the reset key when the alarm went off. Additional information received: there was a report of patient death an unknown amount of time after the reported event. There was no delay in therapy and no alleged device contribution to the patient's death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that an "unable to refill" alarm went off during clinical use with ECMO. After confirming the alarm, the user attempted to press the drive start key but could not. He/she tried to restart the intra-aortic balloon pump (iabp) by nr. -> me -> me, but the iabp did not restart. Therefore, the iabp was replaced with a back-up one in the facility. There was no report of patient complications, serious injury or death. The technical engineer of dvx, the distributor, visited to the facility and confirmed operation of the iabp using the simulator set in the eicu equipment room. Leak test, various signal input confirmation, switching operation / drive confirmation, drain / refill operation: all normal operations were confirmed. It was unknown whether the alarm sound was cancelled by pressing the reset key when the alarm went off.